Event description:
The patient reported via a manufacturer representative (rep) that the device was overdischarged due to patient compliance. There was no response from the clinician programmer and the patient had not used stimulation over six months. The patient did not like recharging. A trickle charge was unsuccessful. The issue was not resolved at the time of the report but the patient was being referred for a non-rechargable implant. Surgical intervention had been planned but not scheduled. The device was indicated for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.